Event description:
It was reported that over approximately the last 6 months, during unspecified da vinci-assisted surgical procedures, the bipolar effect from the erbe integrated electrosurgical unit (iesu) was not optimal and patients experienced bleeding. The amount of blood loss was not provided. The site was advised to perform more intraoperative cleaning, change the blue cable, and use different energy output settings; however, the effect from the erbe was still not optimal for achieving hemostasis. The erbe was replaced. The number of events that occurred, and any specific information regarding patients, procedures, dates, event details or interventions rendered was not available.

Manufacturer narrative:
The erbe was replaced by an intuitive surgical field service engineer and was returned for analysis. Failure analysis did not confirm the customer reported complaint and found that the unit energized, cauterized, and all ports recognized instruments. System and instrument logs cannot be reviewed as no specific event details were available. This medwatch report (MFR report number) represents the unspecified low energy events over the last 6 months. A separate medwatch report (MFR report number 2955842-2024-13332) was submitted for the one specific event that incidentally mentioned this ongoing issue. Section b2: outcomes attributed to ae: other - no specific information was provided regarding any intervention rendered for non-optimal hemostasis. Section b3: event date: no specific information, including event dates other than "over the last 6 months" was available.

Manufacturer narrative:
Additional information provided by the customer site stated the surgeons noted reduced erbe effect on advanced endometriosis and hysterectomy gynecologic/oncologic procedures and confirmed that the cases were able to be continued and completed robotically. Often two bipolar instruments were used. Although there were no issues found during the investigation of the returned product, it has been reported that since the replacement of the erbe unit, there have been no issues and no other reported complaints regarding the erbe issue on the system.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Field g3: the additional information provided by the customer on 18-apr-2024 was actually 17-apr-2024. Therefore, the correct g3 value on the follow-up #1 MDR, submitted on 07-may-2024, should have been 17-apr-2024.